Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Currently it is unk whether the device may have caused or contributed to the alleged event. The pt reportedly developed a hematoma and infection which are both listed as possible adverse reactions in the product's instructions for use. Although the medical records do not indicate the mesh was the cause of the infection, the product's instructions for use state, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample has been returned for eval. No DHR review could be completed as no product identifiers were obtained, based on info provided, no conclusions can be drawn.

Event description:
The initial attorney report alleged pain, infection, explant and defective mesh after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2004 - the pt underwent repair of a ventral hernia with a non-bard mesh. On (B)(6) 2004 - the pt underwent repair of a recurrent incisional, incarcerated hernia with a composix kugel mesh. On (B)(6) 2004 - the pt underwent reopening of the ventral hernia wound and evacuation of hematoma with wound closure. On (B)(6) 2005 - the pt underwent exploratory laparotomy, excision of infected non-bard mesh and composix kugel mesh and drainage of anterior abdominal wall abscess with abdominal wall debridement of muscle fascia, skin and soft tissue.